Event description:
On 6/5/91, device was implanted. On 1/10/92, the pump and control assembly were removed. On 10/17/96, the pump and control assembly were reimplanted. On 10/31/96, the pump and balloon were revised. On 11/28/96, the pump and balloon were removed from the pt and replaced due to recurring incontinence. Tubing disconnection-cuff left in site and flushed new pump and new balloon. Connection to cuff done with suture tie connector.